Event description:
Material # 302830, batch # 4305216. It was reported by customer that they found ¿black gunk¿ in the tip. Verbatim: we received a product concern for 302830-20ml ll syringe lot# 4305216. They end users found ¿black gunk¿ in the tip. The item was noticed before using on a patient, no harm caused.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there was black gunk in the tip. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. The syringe barrel luer tip has embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302380, lot 4305216. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.